Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 120 units. The user successfully loaded a new cartridge and resumed insulin delivery. The user's blood glucose level was 200 mg/dl.